Manufacturer narrative:
Approximate age of device - 4 years, 8 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with hemolysis and the lvad team considered a pump exchange. However, the patient showed some recovery with ejection fraction (ef) around 40% or so. The patient was taken to the operating room on (B)(6) 2018 where the device was turned off and the outflow graft was sutured closed. However, the patient was readmitted to the hospital last week with heart failure symptoms and ef less than 20%. The patient was taken to the operating room on (B)(6) 2018 and underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with history of non-ischemic cardiomyopathy was status post heartmate ii left ventricular assist device (lvad) placement in 2014 as destination therapy. The post operative course was complicated by persistent lactate dehydrogenase elevation concerning for hemolytic anemia in the setting of partial left ventricular recovery with ejection fraction of 45%. Due to positive tobacco screening and poor financial and social support, the patient was not considered a transplant candidate. Therefore, the patient underwent a heartmate 3 lvad implantation in 2018 without significant complications.

Manufacturer narrative:
Approximate age of device was reported incorrectly, approximate age of device was 3 years, 8 months.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned device confirmed the presence of pump thrombosis. Upon disassembly of the device, examination of the proximal-side of the outlet stator revealed a red thrombus formation surrounding the outlet bearing ball and partially obstructing the space between all three stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin as well as a duration of time for which it was present in the device could not be conclusively determined. Examination of the remaining blood-contacting surfaces of the device revealed the presence of only loosely clotted blood and tissue-like clotted blood, which appeared consistent with blood remaining stagnant in the device after the pump was manually turned off and the outflow graft was sutured closed approximately one month prior to explant. The evaluation could not determine a specific cause for the development of the observed thrombus formation within the outlet stator; however, the thrombus was occluding a significant portion of the blood flow path through the stator vanes and could have potentially contributed to the reported hemolysis. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The instructions for use lists device thrombus and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.